Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4). The serial number is not currently available.

Event description:
It was reported by our sales rep that pressure valve doesn¿t securely lock the tubing in place and causing the machine to run very loudly also the pressure chamber to fill. There were no patient consequences

Manufacturer narrative:
(B)(4). The complaint device was received at the service center and inspected. Per service manual operational and diagnostic analysis does not confirm the reported issue (pressure valve doesn't securely lock the tubing in place). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A review into the depuy mitek complaints system revealed three other different complaints for this serial number of devices that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted since the device was found to be fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).